Manufacturer narrative:
(B)(4). Batch: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested but not received: how was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). Investigation summary: one photo was provided. The picture shows a piece of sheet with the following text; "unstable staple formation after firing" and what appears to be a drawing of a staple is showed. Based on the photo alone the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during vats lobectomy, operator tried to transect pulmonary artery with pvs but proximal stump of pa was malformed staple integrity like 'u' shape and had a minor oozing after firing. Operator tried to minimize tissue tension before transection, tissue condition was not calcified as expected. Unknown if the procedure was delayed or completed successfully. There were no adverse consequences for the patient.